Manufacturer narrative:
The device was returned for functioning intermittently. Reliability engineering evaluated the device and observed that the device operated intermittently, the trigger was sticking, worn and the electric motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reciprocator device was functioning intermittently. During in-house engineering evaluation, it was observed that the device operated intermittently, the trigger was sticking and worn, and the electric motor was damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.